Event description:
The customer became unconscious. His blood glucose was tested with two meters and one of them read 19 mg/dl. It was not known which meter read 19 mg/dl. It was noted that the breeze meter read higher than the other meter. The customer did not give any info regarding treatment. The meter and strips are to be returned for evaluation, and a replacement meter and strips will be sent.